Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not deliver shock on a shockable rhythm. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A customer quality engineer downloaded and reviewed the electronic records which show that the device successfully delivered a shock when the sas algorithm stated a shock advised decision. No device issue was detected.

Event description:
The customer contacted stryker to report that their device would not deliver shock on a shockable rhythm. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contribute to the patient outcome.